Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user reported more blood than expected flowed from the blue cap. The cannula was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.